Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during post-operative device check, lv capture test was performed and it was noted that the lv lead was capturing atrium. The lv lead was found to be dislodged. Lead was explanted and replaced. Patient was doing fine post-procedure.